Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event on (B)(6) 2007 and subsequently expired on (B)(6) 2007 after use of the product.

Manufacturer narrative:
This is one event (death) of two events associated with mdrs number: 1225714-2013-00339, 1225714-2013-00341, 1225714-2013-00342.